Manufacturer narrative:
Product information updated due to new information received in good faith effort response. Response to good faith effort provided log files for analysis. Third-party service engineer was unable to confirm the reported problem as device is functioning as intended. Final investigation results are pending completed investigation.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, after pressing the 'enter data later' button, the button became highlighted and the monitor stopped responding. After 15 seconds a tone sounded and the device unexpectedly shutdown. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, after pressing the 'enter data later' button, the button became highlighted and the monitor stopped responding. After 15 seconds a tone sounded and the device unexpectedly shutdown. Response to good faith effort indicated the device had shut down and restarted with no user intervention. Once device completed restarted, the device functioned as expected. No patient harm occurred.